Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 533mg/dl. The customer was assisted with troubleshooting for the high readings. The customer had symptoms such as nausea and difficulty breathing. The customer treated with insulin pump bolus. Customer's blood glucose value was 307mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. The drive support cap appeared normal. The customer declined to check for leaks, air bubbles, site, insulin issues or device settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer stated that they felt the insulin pump was not working. The insulin pump was returned for analysis.